Event description:
It was reported that the patient presented for a controlled defibrillation threshold test after an arrhythmia medication change. After induction, the implantable cardioverter defibrillator aborted therapy due to a low high voltage lead impedance. The patient had to be rescued by external defibrillation. The physician capped and replaced the lead on (B)(6) 2017. The physician also explanted and replaced the pulse generator during the same procedure. The patient was stable before, during, and after the procedure.